Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that their device doesn't seem to be working well anymore. The patient (pt) reported sometimes they lose all of their bladder function and pee all over them self when walking around. Pt also reported every time they have to pee they have a bowel movement (pt stated they haven't had an accident with their bowels) and stated they have started wearing diapers. Pt stated they know how to adjust therapy settings, and they have tried several different programs and stated they can increase stimulation until they can tolerate it but it's still not helping. Pt reported if they increase stimulation any higher it becomes uncomfortable. Pt reported if they increase stimulation "any stronger than 2" they feel it "jolt" them and it feels like they have really strong contractions. Pt stated they have not tried all available programs but stated they have not seen improvement in symptoms with programs they've tried. Reviewed therapy overview and advised pt track programs they've tried. Pt provided event date as "like two weeks ago". Agent did not ask about the circumstances that led to the reported issue. Pt will try programs that they have not tried yet and will follow up with hcp if not seeing an improvement.